Manufacturer narrative:
On (B)(6) 2023 we have received the pieces involved in the event. Visual inspection performed by r&d project manager (stem): looking at the stem body it is visible all stem body only sandblasted without ha coating. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Visual inspection performed by r&d project manager (head): visual inspection performed on (B)(6) 2023. From the received ceramic head, no particular or strange signs were noticed; the coating of the inner surface of the ball head is commonly signed after the conical coupling with the taper of the stem due to interference with the metal component of the stem. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 152610 batch review performed on (B)(6) 2023 lot 152610: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-oct-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 6 years and 10 months after the primary surgery due to stem loosening and pain. The inside of the removed head was black. The stem, head and liner were revised.

Manufacturer narrative:
Batch review performed on 5 january 2023. Lot 152545: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-sep-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Revision surgery performed about 6 years and 10 months after the primary surgery due to stem loosening. The stem, head and liner were revised. Radiographic image provided show the presence of radiolucent lines in gruen zones 1 and 7 and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.